Manufacturer narrative:
Additional product codes: gxl, hwe. A service history review (shr) was performed on the serviceable device and it was found that the device was manufactured on september 01, 2017. A manufacturing related potential cause was not suspected. The customer called in a service request for this item on february 23, 2021 for medium reverse does not work. The item was previously returned for service on october 04, 2019 due to not in specification; damaged component . The previous service condition of not in specification; damaged component is relevant to the current complained issue of medium reverse does not work. The manufacture date of this item is september 01, 2017. The service history review is confirmed. A service and repair evaluation was completed: the repair technician reported there are cracks in the contact plate. Debris was found on the inside of the device and the bearings were grinding. The device did not run in fast forward, forward or reverse. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a weekly audit it was found out that the hand piece for battery powered driver medium/reverse does not work. There was no patient involvement. The repair technician reported there are cracks in the contact plate. Debris was found on the inside of the device and the bearings were grinding. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).